Manufacturer narrative:
(B)(4).

Event description:
Customer reported on (B)(6) that 2 pcs had a packing failure.

Manufacturer narrative:
Operator error due to aspen's manual loading process of product into recessed pockets on the ffs machines by operators. Device not returned, picture provided.

Event description:
Customer reported on (B)(6) 2015 that 2 pcs had a packing failure.